Event description:
It was reported by the aci sales professional that a (B)(6) male pt underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 7f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the physician was pulling the balloon back to the arteriotomy, the balloon ruptured. A second device was deployed and the second balloon also ruptured while pulling back to the arteriotomy. The pt was converted to 20 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear in balloon, approx 5 mm from balloon proximal tip. The review of the lhr (lot f1313404) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. The introducer sheath was not returned; therefore physical eval could not be made to determine whether there was damage to its distal end that could have punctured the balloon. See MDR 3004939290-2014-00347 for the first device.